Event description:
Customer reports three incidents of leaking chemo near the roller clamp during patient use. Reporter states there was no injury to the patient or nurse and no medical intervention required. Chemo was cleaned up with a spill kit